Event description:
Attorney reported: on (B)(6) 2006, patient underwent surgery for repair of a ventral hernia with ventralex hernia patch. On (B)(6) 2007, patient underwent an additional surgery to repair multiple recurrent ventral incisional hernias and remove the previously placed ventralex hernia patch. At this time, a medium composix kugel hernia patch was implanted to repair the hernia defect. On (B)(6) 2008, patient underwent an additional surgery to repair a ventral incisional hernia and remove the previously placed composix kugel hernia patch. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. See MDR 1213643-2010-00298 for information related to the composix kugel mesh implanted on (B)(6) 2007.